Event description:
The senior medical surveillance specialist spoke with the pt/layperson in 2009 regarding his call to customer service. The pt reluctantly clarified the previous info given to the customer care advocate, cca. During troubleshooting, the cca discovered the pt's meter had been replaced 8 months prior for one of the issues he was now reporting, difficulty inserting the test strips into his one touch ultramini's test port. The pt did not realize he continued to use the same meter. To the specialist, the pt denied the symptoms he described (thirsty and sweaty) were due to the test port issue. Rather, he alleged they were caused by inaccurate blood glucose results that "were all over the place, up and down at various times." The pt described only one instance ("a month ago") in which his blood glucose was 139 mg/dl when he got up in the morning. The pt injected his morning lantus (long acting insulin) and drove to work where he always injects his regular insulin if his blood glucose is elevated and then eats breakfast. After he arrived, he stated, "I crashed heavily." The pt would not be clear if he had taken regular before "crashing". A colleague gave him something to eat or drink. The pt had also alleged to the cca that his meter was inaccurately low (156 mg/dl) compared to a one touch ultra2 meter (215 mg/dl). No symptoms or medical intervention occurred at that time. The pt stated he would return the meter that was expected back about 8 months prior, and begin using the replacement. Because the pt alleged the result of 139 mg/dl was inaccurate and responsible for the reported hypoglycemic event, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.